Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 1 month after the dental implant was installed in intraoral region #27 it was verified its non- osseointegration . Implant was immediately carried out, 60 ncm of primary stability was achieved and patient presented bone type iii.